Event description:
It was reported that during a stenting treatment procedure balloon withdrawal difficulties occurred.a 2.50x16mm promus element stent was successfully deployed in an unspecified lesion at 16atms for 30 seconds. When the physician attempted to withdraw the stent delivery system (sds) from the deployed stent, balloon withdrawal resistance occurred. It was confirmed that the stent delivery balloon was fully deflated before attempting to withdraw the device. The physician was able to successfully remove the stent delivery balloon from the patient without any adverse events. It was noted that the stent remained implanted and the procedure was successfully completed by post dilating the lesion with an unknown balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)